Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1. During the post-deployment imaging, an aortic dissection was observed. The patient was intubated and monitored in the intensive care unit. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.